Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during preparation prior to a lap. Low anterior resection surgery, the adapter connected to the handle and confirmed the two green indicator illuminated. Then the sulu loaded and checked the jaw movement was ok. Surgeon tried using, but could not use. The status indicator illuminated blue. Other idrive handle was used. UDI number is not available. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
(B)(4). Concomitant product(s): egiaadapt, endo gia adapter standard serial number (B)(4), intb100, idrive battery pack, serial number (B)(4), egia60amt, egia 60 articulating med/thick sulu, lot # unknown, k083519.